Event description:
The customer reported via phone call indicating that the insulin pump alarm off no power. Customer's blood glucose was 39 mg/dl. The customer was treated with glucose tablets. After the troubleshooting was done, customer was advised to insert new aaa alkaline battery. The customer was advised to monitor the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.